Event description:
It has been determined that the event of capsular contracture, baker grade IV was confirmed to not have occurred. This record is no longer reportable to FDA and will be un-reported

Event description:
Healthcare professional reported "capsular contracture, baker grade IV with "gross deformity, asymmetry, double bubble deformity, breast looked awful, skin is so thin". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.